Event description:
New information received notes that the patient presented in clinic for generator changeout procedure. Prior to procedure, it was found that the patient's atrial lead exhibited a recurrence of noise. The same lead was reconnected to the novel pulse generator and no further intervention was performed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14009. It was reported that during in clinic follow-up, review of the stored electrocardiograms revealed noise of an unknown source on the atrial lead resulting in multiple episodes of automatic mode switch. All other electrical measurements were normal. The patient was asymptomatic. No intervention was performed, the physician would continue to monitor the patient with routine follow-up.